Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was admitted to the ER due to drainage at the ipg site. Patient tested positive for subcutaneous infection at the ipg pocket site. The patient was given IV and oral antibiotics to treat the infection. Surgical intervention was undertaken on (B)(6) 2024, wherein the ipg was explanted to address the issue. The infection has resolved.

Manufacturer narrative:
Date of event is estimated.